Manufacturer narrative:
(B)(4) concomitant medical products: nexgen fluted stem extension, catalog #: 00598801518 lot #: 62726896, nexgen femoral component, catalog #: 00599401692 lot #: 62717690, nexgen stemmed tibial component, catalog #: 00598004701 lot #: 63130104, lcck nexgen articular surface catalog 00599404012 lot 61074776. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent right total knee arthroplasty. Customer further reports patient underwent a revision procedure approximately three months post-implantation due to alleged implant failure which caused patient to experience instability, loss of balance, immobility and pain. No additional patient consequences were reported.